Manufacturer narrative:
An investigation was performed based on the complaint description, customer-provided photographs, the returned kit and the returned smart card. Photographs #1 and #2 show the inside of the centrifuge chamber door where a spray of clear liquid could be seen. Photographs #3 and #4 show the outside of the centrifuge door, looking in at an installed centrifuge bowl filled with blood. The clear liquid can be seen on the centrifuge door window. The kit received was intact, except for its drip chambers, which had been cut off. Visual inspection found no obvious manufacturing issues. No blood or signs of a leak could be seen on the exterior of the centrifuge bowl or drive tube. The centrifuge bowl was empty except for a small amount of residual blood. The lines to the drive tube were cut to perform pressure tests. No leaks were observed. It is unclear if the leak seen on the inside of the centrifuge chamber door is from a previous treatment and was not cleaned or wiped away, or if it was from the returned kit. Smart card data showed a treatment that was completed in double needle mode without issue after the whole blood processed threshold was lowered twice. One return pressure warning for pressure above the upper limit occurred during a prime access attempt. No blood leak alarms occurred. The root cause for the clear liquid present on the interior of the centrifuge door could not be determined. No further action is required at this time. This investigation is now complete. (B)(4). Jm (B)(6)2026

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: p317 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: p317 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) on (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a fluid leak was observed from the drive tube after 200ml of whole blood was processed when the nurse noticed clear fluid on the centrifuge door window. The ecp treatment was completed. The customer reported the patient was in stable condition. The customer will return the kit and photographs for evaluation.